Event description:
Subsequent to the previously filed medwatch, a maude event report was received which states, "the physician was advancing the stent balloon system, the tip broke off in the guide catheter. Stent had [and] balloon were recovered. Nothing was left in the patient."the date of occurrence was listed as (B)(6) 2012 on the maude report; however, the reporter later confirmed that the date of the correct event was (B)(4) 2012.

Event description:
It was reported that the shaft of the xience prime stent delivery system became kinked after it was advanced through the tuohy valve. The sds was pulled back to try to straighten the kink. This resulted in the separation of the proximal shaft of the xience prime. The sds had not made it out of the guide catheter when the separation occurred. The lesion that was intended to be treated was the distal right coronary artery. A non-abbott drug eluting stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kinks were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime ll everolimus eluting coronary stent systems instructions for use (IFU) states: at any time during use of the xience prime stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the information reviewed, there is no indication of a product deficiency.